Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-dec-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 07-july-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), after the fourth deployment attempt, the tether was cut on the delivery system (ds), the leadless ipg dislodged. The leadless ipg was recaptured with a forceps after some difficulty. It was opted to remove the leadless ipg system and it was attempted/not used. A new leadless ipg was successfully placed. No patient complications have been reported as a result of this event.